Event description:
It was reported that stent moved on balloon. The 70% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion; however, the stent was moved on balloon. During removal, it was noted that there was a little difficulty in removing the device. The device was eventually removed as a whole and no fragment left inside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. Struts were found to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent was found to set between the marker bands with no sign of movement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent moved on balloon. The 70% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion; however, the stent was moved on balloon. During removal, it was noted that there was a little difficulty in removing the device. The device was eventually removed as a whole and no fragment left inside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.